Event description:
Assistant lined up the pt with the rinn holder and the arm snapped and hit the pt on the left side of her face. Pt was cut on the face.

Manufacturer narrative:
Conclusion: defective scissors arm. Scissor arm and tubehead replaced.